Event description:
Philips received a complaint from the mechanical engineer (me) on the v60 ventilator indicating that the hospital¿s ward nurse found that the ventilation rate displayed more than the actual on the monitor. The nurse checked the mask fitting and observed that leakage occurred from around the patient¿s cheek. The issue did not recur after adjusting the mask fitting, and the device continued to be used. There was no harm to the patient or user. No medical intervention was provided for the patient. There was no delay to the therapy noted. The device passed the required performance verification tests per philips standards and was returned to service.